Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial power on reset occurred. Correction: upon secondary review of the reported event it was determined there is improbable risk to patients associated with this electrical reset. The partial electrical reset behavior occurs only one-time, while the device is being interrogated for the first time with software application sw034 version 8.3 using either a model 2090 or encore programmer. The patient is under the care of a physician, and the partial electrical reset does not affect device therapy or functionality. Only diagnostic information stored within the device is cleared. This is normal device behavior for all electrical resets and the device is responding as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an electrical reset. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an in hospital follow up, the cardiac resynchronization therapy defibrillator (crt-d) had a power on reset (por) at initial interrogation. It was noted that the device had a ¿firmware initiated memory test¿ por, which indicated a flipped bit. The physician noted that after the por, all test was performed, and all parameters were within range. The device remains in use. No patient complications have been reported as a result of this event.